Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number : 1627487-2020-02318, 3006705815-2020-00979, 3006705815-2020-00980. It was reported that the patient had an infection at an unspecified location. As a result, surgical intervention took place wherein the patient¿s entire system was explanted. The exact date of explant is unknown. Further information is unavailable about this event.